Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the air/water tube, cylinder, jet tube, plastic distal end cover, bending section cover and connecting tube all had foreign material. In addition, the evaluation found the following; the distal end insulation inspection test failed and the scope connector cover unit was deformed. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The light guide lens and the plastic distal end cover was cracked and the connecting tube was buckled. The flexibility adjustment ring, grip and switch box all had scratches. The air/water cylinder and suction cylinder had no color, the right/left and up/down knobs had discoloration. The electrical contact of the endoscope connector and scope connector case unit had discoloration. Due to a chip on the plastic distal end cover, insulation resistance value, at the distal end, did not meet the standard value and there was a wrinkle on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a loose bowden cable. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found; the air/water tube, cylinder, jet tube, plastic distal end cover, bending section cover and connecting tube all had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.